Event description:
Boston scientific received information this pacemaker was interrogated and displayed yellow screen indicating a possible device malfunction with fault code 1. The field representative tried to repeat the interrogation but with same result, however, records on electrocardiogram showed patient was feeling fine. A boston scientific technical services (ts) discussed reason of the event and suggested a device replacement. The pacemaker was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial interrogation of device confirmed fault code 1 message. This error occurs when the critical parameter bank crc is corrupted. Furthermore, system resets and memory corruption occurs when the device is subjected to high energy electrocautery or ablation. Visual inspection confirmed presence of electrocautery or burn marks on the case of the device. Therefore it was concluded that the damage to the device was damage induced in the field.